Event description:
It was reported that during a follow up in clinic, noise resulting in inappropriate therapy was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. X-ray imaging was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. X-ray imaging was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.